Event description:
A surgeon reported that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. There was no pt impact/injury associated with this event. The surgeon states that the reason for this difficulty was that an inadequate amount of viscoelastic had been used and he has since corrected this.